Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 69 mg/dl. Reportedly, a pump reset was performed to address the event; however, a replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.